Event description:
During the thrombus removal in radial artery, when customer pulled out the catheter, he felt resistance. Also, he found the balloon being ruptured and wire being stretched. Wire that remained in patient body was retrieved.

Manufacturer narrative:
Device has not been returned for evaluation.